Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the customer provided photos confirmed the centrifuge bowl broke during the treatment procedure. A material trace of the bowl assembly and its components used to build lot f308 found no related nonconformances. The root cause of the bowl break could not be determined based on the information provided. No further action is required at this time. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f308 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of f308 for the reported issue shows no trends. Trends were reviewed for complaint categories centrifuge bowl leak/break and alarm #16: collect pressure. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak/break during the treatment procedure. Customer stated the centrifuge bowl broke during the buffy coat collection phase of the procedure. Customer stated they had processed approximately 984 ml of whole blood and proceeded to early buffy coat collection due to patient access issues, when the bowl break occurred. Customer stated they received collect pressure alarms during the procedure prior to the break. The customer stated the patient is stable and has returned photographs for investigation.